Event description:
Guiadant prizm mode 1861 installed in 2002. After much atrial fibrillation on 30august 04, testing by guidant field rep showed device had failed -insulation breakdown causing atrial lead shorting-. Atrial lead revision. Staph infection. Device removed. All leads removed. Vitality ds model t125 installed. I do not know what happened to the device when it was removed so I do not know if it's available for evaluation. I presume the dr returned it to the MFR but I do not know. Therefore, I can not give you a date of return. The removal was on 15 nov 04. Leads removed on 16 nov 04.